Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor, the heart rhythm of a male patient the device failed to analyze. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.